Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the adapter which came inside the 15f round bard drain (l#2221069) did not fit on the new bd bulb reservoirs (l# 2014696). The customer stated that the adapter was important to obtaining a good seal, and it was crucial that the adapter be compatible with the bulb reservoir. It looked like they needed to go back to the ethicon blake drains we were using before the conversion (l# 36306). The 19f bard drain (l# 2221070) includes two adapters, one of which fits the reservoir so that drain would be okay for our continued use. Essentially, the 15f round bard drain (bd# 07229) does not create a tight seal with the bulb (bd#0070740) as the adapter was not compatible.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the adapter which came inside the 15f round bard drain (l#: 2221069) did not fit on the new bd bulb reservoirs (l#: 2014696). The customer stated that the adapter was important to obtaining a good seal, and it was crucial that the adapter be compatible with the bulb reservoir. It looked like they needed to go back to the ethicon blake drains we were using before the conversion (l#: 36306). The 19f bard drain (l#: 2221070) includes two adapters, one of which fits the reservoir so that drain would be okay for our continued use. Essentially, the 15f round bard drain (bd#: 07229) does not create a tight seal with the bulb (bd#: 0070740) as the adapter was not compatible.